Event description:
It was reported that the console prompted errors 273, 254, and 162, and the procedure could not be completed. It was unknown if the patient was under sedation. There were no patient complications. Boston scientific has been unable to obtain additional information despite good-faith efforts.

Manufacturer narrative:
Upon receipt of the brick and the pmcu board at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device found the brick was in overall good physical condition, the ends were intact with all screws in place. It was also noted that there was no leakage along the end cap seams, the body was clean and light shines through the rod. The hv pmcu board was visually inspected and one of the components were found broken. The malfunction found could have affected the device performance leading to the event experienced by the customer. Based on analysis results, a conclusion code of cause traced to component failure which indicates that expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that the console prompted errors 273, 254, and 162, and the procedure could not be completed. It was unknown if the patient was under sedation. There were no patient complications. Boston scientific has been unable to obtain additional information despite good-faith efforts.